Event description:
See initial report.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2016. Based on investigation findings (issue could not be reproduced), no hardware malfunction could be identified and is therefore unlikely that an issue with electronic components had caused the reported pump stop. Thus, based on available information and functional test on the involved pump, an user error cannot be ruled out as most likely root cause of the event, such as incorrect occlusion or set tubing size. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a s5 double head pump, used as cardioplegia pump, stopped during procedure without giving any error message. The customer checked the occlusion and pump again went to zero flow. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in aurora, colorado. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Unit was tested, non volatile memory nvmem cleared and settings reprogrammed. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.